Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported complaint was not duplicated. Parts of case missing issue not found during the investigation. However, five years preventative maintenance for clock battery per customer request. Found device displays service due message on power up. Replaced clock battery.

Event description:
It was reported that parts of case missing and five year preventative maintenance/clock battery change needed. No patient injury reported.